Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that all the cutting edges were intact and exhibited minimal wear. There were some very minor cosmetic issues with the part and there was a broken piece of the drive tube lodged in the hex feature. The reamer head was returned with the drive shaft broken off so the dimensional analysis in the prong area is impossible. The internal hexagon features and the head shank features were inspected at supplier and found conforming. This complaint is deemed indeterminate.

Event description:
It was reported that during orif with bone grafting of humerus. While reaming the patient femur for bone graft, the consultant and surgeon heard a grinding noise like metal on metal. When the drive shaft was pulled back it was discovered that the reamer head and drive shaft had broken. All pieces were retrieved and the procedure was completed. There was no further harm to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The original awareness date is (B)(6) 2012. Manufacturing evaluation received on (B)(6) 2012, product development evaluation received on (B)(6) 2012. The manufacturing evaluation showed that the supplier, orchid unique, evaluated the returned complaint product and found all cutting edges are intact and exhibit minimal wear. There are some very minor cosmetic issues with the part and there was a broken piece of the drive tube lodged in the hex feature. The reamer head was returned with the drive shaft broken off so the dimensional analysis in the prong area is impossible. The internal hexagon features and the head shank features were inspected at supplier and found conforming. The root cause of the damage is unknown. The damage is potentially consistent with usage in the field. This part was manufactured to synthes drawing number: (B)(4), revision b and the current revision is c. Part conformed to specifications at the time of manufacturing. Hardness checked within print specifications and the material type is correct. Because of the current condition of the part, no further dimensional investigation of the prong area is possible. Considering this and based on the evaluation performed by the supplier, this complaint is deemed indeterminate. The product development evaluation showed the spiral crack in the fragmented tip of the drive shaft indicates that the drive shaft was broken due to excessive torsion. This may have occurred if the reamer head became wedged in the bone. While pulling back on the ria, the reamer head may have partially pulled out of the drive shaft hex, leading to lessened surface area of the hex recess to hold the drive shaft. This could increase the stress in the drive shaft and cause it to break. The contact for the complaint reported that the correct procedure was used for the ria, but they were not present in the case to confirm that the reamer head did not accidentally become detached from the drive shaft. Based on the current information, it is not possible to determine the cause of the incident.